Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported recurrent mr and heart failure. Mr and heart failure are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization, unexpected medical intervention, and surgical intervention were results of case-specific circumstances as the patient returned to the hospital due to the reported patient effects, the clip was replaced, and mitral valve replacement was performed. There is no indication of a product issue with respect to manufacture, design, or labeling. H6: removed code 4641.

Manufacturer narrative:
Na. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported via social media that on an unknown date, a mitraclip procedure was performed to treat mitral regurgitation (mr). A mitraclip was inserted and deployed, reducing mr. On an unknown date in july 2024, the patient returned to the hospital, with recurring mr, requiring a mitral valve replacement. The patient stated that they cut and replaced the mitraclip, almost died, and have not been the same since. No additional information was provided.